Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service on (B) (6) 2010 alleging that the one touch ultra meter was prompting the error 2 message. The pt was unable to recall whether the error message had appeared while testing blood or control solution. The issue began a few months back; however, the pt was unable to recall the date/time. Following the onset of the alleged issue, the pt described experiencing frequent urination. The pt maintained her usual dose of actos throughout the time of concern. Treatment was not received. According to the troubleshooting performed with customer service, the pt was using the correct test strips, the error 2 message appeared with the insertion of a test strip, the pt was using the correct testing technique, and there had been no misuse of the product. The csa walked the pt through a retest and the issue was not resolved. Replacement products were sent. This complaint is being reported since the pt developed symptoms suggestive of hyperglycemia following the onset of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.